Manufacturer narrative:
(B)(4). Date sent: 07/30/2025 d4: batch #a9787r investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 3/4. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number a9787r, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. B3: only event year known: 2025. D4: batch # unk. Additional information was requested, and the following was obtained: - this was the second firing of the stapler. First reload fired without any issues. The stapler stopped firing about 4/5ths of the way through and initially wouldn¿t open back up. The knife was properly retracted but still couldn¿t release the jaws. Dr. (Please refer to the attached email) used both hands and squeezed tightly which resulted in jaws opening up with a popping sound. I have the device and the reload that was utilized. I need a pc # along with a box to ship back the device for testing. - was the firing sequence started but not completed? Firing sequence was started but not completed. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Top portion of the anvil buckled. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Dr. (Please refer to the attached email) performed used the reverse which drew the knife blade back but stapler was still locked shut. If yes, did the jaws eventually open? Dr. (Please refer to the attached email) squeezed the trigger with both hands and was able to get the anvil to open with a popping sound. - was the firing sequence started but not completed? Firing sequence was started but not completed. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes, until the last couple of staples which were malformed. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Blade didn¿t advance past the part of the staple line with malformed staples. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Dr. (B)(6) performed used the reverse which drew the knife blade back but stapler was still locked shut. If yes, did the jaws eventually open? Dr. (B)(6) squeezed the trigger with both hands and was able to get the anvil to open. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a97e12, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, they had an issued with the device. There was no patient consequence nor surgical delay reported. Additional information requested.